Event description:
Philips received a complaint from customer biomedical engineer reporting that the v60 ventilator displayed an error message. The device was reported to be in clinical use. There was no harm or other patient impact reported. The device did not meet specification for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) and confirmed error codes 111b (35 volt supply failed), 1118 (5 volt supply failed) and 1127 (ovp circuit failed) in its device history log. Together, the failures indicate a power supply-related failure occurrence. The rse advised the corrective steps as described in the v60 service manual. Onsite service was planned.

Manufacturer narrative:
The customer biomedical engineer (bme) canceled the planned onsite service; therefore, device repair information cannot be provided. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
The customer reported that the power management pcba (printed circuit board assembly) has been replaced. The device was operational and returned to service after repairs were completed.